Manufacturer narrative:
The suspect device has not been returned for evaluation. However, log file and screen shot of service screen revealed leaking blower check valve. To resolve the issue, the blower needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 is not passing the o2 (oxygen) 2 point calibration. The customer confirmed that there was no patient involvement associated with the reported event.